Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: both complaint rt340 breathing circuits were returned to fisher & paykel healthcare (fph) (B)(4) for inspection. The inspiratory and expiratory limbs were performance tested. Results: full insertion of the heater wire pins of the inspiratory limbs with the heater wire adaptor was achieved for both circuits. Full insertion of the heater wire pins of the expiratory limbs with the heater wire adaptor was not achieved for both circuits. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. The user instructions supplied with the rt340 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms;

Event description:
A hospital in (B)(6) reported via a distributor that the heater wire pins of 2 rt340 adult dual heated evaqua breathing circuits were damaged. No patient consequence was reported.